Event description:
Patient was checked due to atrial fibrillation (af). Device appears to be undersensing on the atrial lead on the non-magnet egm and stored egm. Undersensing does not appear to alter episode. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).